Manufacturer narrative:
Internal report#: 01210172. Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user error. Investigation completed and product evaluated with no defects found. Correction of date of event: (B)(6) 2014.

Event description:
Consumer complaint of insulin leaking around the plunger in the syringe. Consumer states he takes insulin every morning and night and all of the syringes are leaking. Consumer denies reuse of syringes. Syringes are 30 gauge 5/16th needle length.

Event description:
Consumer complaint of insulin leaking around the plunger in the syringe. Consumer states he takes insulin every morning and night and all of the syringes are leaking. Consumer denies reuse of syringes. Syringes are 30 gauge 5/16th needle length.